Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, mobility. Approximately ten days after insertion, the patient complained of pain, the implant had to be removed after mobility was verified.